Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination of the device revealed that the sleeve was assembled with the tube. The sleeve revealed significant wear with superficial indentation marks. Upon functional analysis it was noted that the sleeve could be easily disassembled from the quick stick and was functioning as intended. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The investigation could not verify or identify any evidence of verse quick stick, sleeve contribution to the reported problem of being stuck. It is not suspected that the product failed to meet specifications. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that this was a spinal fusion procedure treating adult idiopathic scoliosis, stabilizing t12-l1-l2, on (B)(6) 2019. The surgeon was not able to attach the sleeve (299704215) onto the tube (299704217) deep enough. Because of this, the segmental vbd was not accomplished appropriately. The procedure was completed without a surgical delay. No further information is available. This complaint involves four (4) devices.